Manufacturer narrative:
Customers have been notified of the malfunction and have been given clear instructions on how to prevent the malfunction from occurring as well as instructions for requesting a free upgrade to a corrected version of the software.

Event description:
The suv values that are being calculated in the pet/CT fusion tool are incorrect. The anomaly presented itself when the sphere annotation was drawn over the image, the values for minimum, average, and maximum were all equal or in some cases very close. This is an indication that the values are incorrect. The voi (volume of interest) only reflects the small region where the user first began dragging the right-mouse button to draw the sphere. This could lead to misdiagnosis in pet cases where the suv (maximum) would display a lower value than it should.